Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2019. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; other pain: lower back; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; aggravated incontinence; damage nonsurgical treatments: on (B)(6) 2007 the patient commenced pain medication: lyrica and allegron for the treatment of: pain. Treatment duration: 14 years. On (B)(6) 2019 the patient commenced incontinence medication: hiprex. The patient was treated with psychological medication. On (B)(6) 2007 the patient commenced topical treatment (including oestrogen cream): vagifem, cephalexin. Treatment duration: 14 years. The patient was treated with pain medication: paracetomal for the treatment of: pain vaginal - vagifem, hiprex. Treatment duration: 14 years.

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.